Event description:
The patient was implanted with a left ventricular assist device. Approximately 1 month post-implant, the patient was returned to the operating room for re-exploration due to hemothorax. The following day, the patient developed hemolysis with a peak lactate dehydrogenase (ldh) of approximately 2500u/I. A heparin bolus was administered and the patient was placed on agatroban. The patient was monitored for several days and the hemolysis continued.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump with no further issues reported. The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.